Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by the customer the introducer gets hung up at the gray tip. It buckles on tough skin and cause the gray to fold back and bend. We have to open an mst kit and get a new introducer. Peel apart piece tears. No other information was provided.